Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience high blood glucose levels of 300-400 mg/dl. The customer corrected with the pump multiple times. The customer's current blood glucose was 142 mg/dl. The customer was assisted with troubleshooting stated that the drive support cap was normal. The product was not returned for analysis.